Manufacturer narrative:
The sample from (B)(6) 2015 was submitted and the customer's results were reproduced. A specific root cause could not be identified as insufficient sample was available for further investigation.

Event description:
The customer received questionable thyroid results for two samples from one patient from cobas e601 serial number (B)(4). Refer to the medwatch with patient identifier (B)(6) for the free triiodothyronine (ft3) assay. Sample 1 free triiodothyronine (ft3) result was 6.46 pg/ml. The repeat result by chemilumi acs-ft3ii (siemens) was 3.6 pg/ml. Free thyroxine (ft4) result was 2.44 ng/ml. The repeat result by chemilumi e-ft4 (siemens) was 1.5 ng/ml. Sample 2 collected on (B)(6) 2015: ft3 result was 5.96 pg/ml. The repeat result by e test tosoh ii (ift3) was 3.02 pg/ml. Ft4 result was 2.65 ng/ml. The repeat result by e test tosoh ii (ft4) was 1.70 ng/ml. Information concerning which result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).